Event description:
On (B)(6) 2012, the reporter for the lay-user/patient contacted lifescan from (B)(6) alleging that a one touch verio pro meter does not turn on. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter for the patient claimed that the meter does not turn on.there is no evidence, however, that the alleged issue contributed to a serious injury. The reporter for the patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.